Event description:
It was reported that the patient had an infection at the midline incision following a non-device related surgery. The patient was administered antibiotics. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7086361. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 31800390.